Manufacturer narrative:
This is the initial and final report. The leica binocular tube fell during a surgical procedure. The surgeon was able to complete successfully the surgery. However, the binocular tube touched the patient, but there was no patient or user injury reported. The responsible service engineer investigated the optics carrier on site. Visual inspection and mechanical tests was caused by an user error. The operating room staff did not attach and secure correctly the binocular tube to the optics carrier as described in the user manual (leica m8841 ebs/ref. 10 708 208 / version I). In addition, the service engineer confirmed that the binocular tube was attached directly to the optics carrier. The incident was determined to be an isolated event based on review of the complaint statistic. Therefore the probability of reoccurrence is remote. The user has been trained how to secure a binocular tube according to the instructions by the responsible field service engineer and the affected device is still in use.

Event description:
(B)(4). Leica microsystems (B)(4) received a complaint from (B)(6) stating that the binocular tube had fallen off and hit the patient during the surgical procedure. There was no patient or user injury reported. The surgery was completed successfully.